Manufacturer narrative:
Review of the device history record for the iq577 console revealed no anomalies. It was found that the device is beyond the expeted life of the product of 5 years.

Event description:
Iridex received a report suggesting that the iq577 laser console's power jumped from 100mw to 1500mw during treatment causing hemorrhaging and bleeding in the patients eye. During investigation is was confirmed that the laser console was manufactured in (B)(6) 2011 and is eight (8) years old. This is 3 years beyond the units life expectancy. The device was last serviced on (B)(6) 2017.